Event description:
It was reported that during a stenting treatment procedure, deployment difficulties, a shaft break, entrapment and stent damage occurred. The occluded 6-7cm target lesion was located in the non tortuous and moderately calcified popliteal artery. Pre-dilation was performed with an unknown balloon. Utilizing an ipsilateral and retrograde approach, the 7 x 200 x 75 innova stent was positioned in the true lumen. Approximately 100mm of the stent was deployed without issue using the thumbwheel and then resistance was noted and the thumbwheel felt "rigid". The physician completed deployment using the pullgrip; however, this required excessive force and the stent was stretched. It was further noted that the physician felt a "jam" of the stent into the shaft of its delivery device resulting in a portion of the stent detaching and remaining stuck on the shaft. The innova delivery device was stuck on the non bsc 035 guide wire, therefore the devices were removed together. It was then noted that the tip of the delivery device had detached and remained inside the non bsc 6fr introducer sheath with a fractured portion of the stent. The physician attempted to insert a new guide, but wasn't able to. All devices were removed and he then observed that another portion of the stent was stuck in the "soft tissues". The patient underwent surgery to remove the stent fragment. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties, a shaft break, entrapment and stent damage occurred. The occluded 6-7cm target lesion was located in the non tortuous and moderately calcified popliteal artery. Pre-dilation was performed with an unknown balloon. Utilizing an ipsilateral and retrograde approach, the 7x200x75 innova stent was positioned in the true lumen. Approximately 100mm of the stent was deployed without issue using the thumbwheel and then resistance was noted and the thumbwheel felt ¿rigid¿. The physician completed deployment using the pullgrip; however, this required excessive force and the stent was stretched. It was further noted that the physician felt a ¿jam¿ of the stent into the shaft of its delivery device resulting in a portion of the stent detaching and remaining stuck on the shaft. The innova delivery device was stuck on the non bsc 035 guide wire, therefore the devices were removed together. It was then noted that the tip of the delivery device had detached and remained inside the non bsc 6fr introducer sheath with a fractured portion of the stent. The physician attempted to insert a new guide, but wasn¿t able to. All devices were removed and he then observed that another portion of the stent was stuck in the ¿soft tissues¿. The patient underwent surgery to remove the stent fragment. There were no additional patient complications reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the handle was closed, a stent segment was cut off and the distal tip region was broke in the sheath. The non bsc guide wire was still in place. X-ray imaging of the handle prior to opening was conducted. Images showed the proximal inner member to be within the rack slot prior to opening the handle with the handle laying flat (1 plane). The device was disassembled. Dimensions which were able to be taken met specification. The middle shaft moves freely in outer shaft and cone. The distal liner is locked in the proximal inner due to blood. The rack is locked up in both directions, may be associated with nose cone kink. The rack is extended 145mm back from handle. The thumbwheel was free to move. The proximal inner exhibited buckles within the handle at the clip and 55mm to 81mm from the clip. It was not folded when the handle opened, but exhibited a bow. The bumper was 57mm distal of the middle shaft end. Kinks were identified in the middle shaft 32mm from end and at marker and in the assembly at nose cone. The guide wire was locked in place in the liner. Handle gap met specification. The clip is fully engaged in housing. There is a bend in the handle housing pin proximal of thumbwheel. The rack exhibits a scrape 240mm from proximal end and discoloration on housing. There is a bow exhibited by proximal inner and guidewire within handle. There are strut impressions in the tip. There is handle housing damage with shaving from thumbwheel. Manufacturing data for silicone mixing, tensile testing, and stent pullout were confirmed to be acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).